Manufacturer narrative:
(B)(4) the carefusion field service technician evaluated the ventilator and didn't find any ventilator inop or transducer fault errors. Ran calibrations and exhalation flow tranducer failed three times. Replaced exhalation sensor receptacle and calibrated successfully. Ran ventilator testing and meets factory specifications.

Event description:
The customer reported that while in patient use the ventilator screen froze and the vent went inop. Patient switched to a different ventilator, no patient harm.